Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needlefree IV connector was involved in a no flow incident during priming. According to the report, when a bag was spiked, fluid would not fill the IV tubing because the ¿cap would not work.¿ there was no report of patient involvement. No additional information is available.